Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was report the customer had a blood glucose level (bg) was 400 mg/dl. Cause of high bg was unclear. Reportedly, the customer was found by their neighbor unresponsive, and the neighbor called the paramedics. Customer was transported to the emergency room and admitted to the intensive care unit due to high bg and pneumonia. At which point customer's bg was 1200 mg/dl. Customer was treated with antibiotics, intravenous fluids of saline and insulin. Reportedly the hospital administered multiple scans and diagnostic tests. Treatment resolved the issue and the customer was released on (B)(6) 2023. Pump system check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin delivery.